Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that during the index procedure the physician elected to extend the valiant stent graft distally. It was then noted that the valiant stent graft covered a portion of the left common carotid artery. The physician determined that there was adequate blood flow and completed the procedure without intervention. The patient then experienced a stroke on the same day and the physician elected to implant a stent in the left common carotid artery. The procedure was completed and the event was resolved. Per the physician, the cause of the event was due to the partial left common carotid artery coverage that was attributed to user error during the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.